Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 2000. The device was not returned for evaluation. A review of the device history record and service history was performed. Upon performing these reviews, no issues were found that could be related to the reported event of the patient experiencing chest pain and passing away due to a myocardial infarction. The cause is undetermined.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2013, the patient was hospitalized for chest pain. The device has been reported to be available for evaluation. A supplemental report will be submitted upon completion of baxter's investigation.

Event description:
This is a report of a patient who experienced chest pain and subsequently died coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized prior to death for chest pain. Treatment was not reported. It was not reported if the patient was discharged prior to death. The cause of death was a myocardial infarction. It was unknown if the patient was connected to the homechoice at the time of death. It was unknown if an autopsy was performed. No additional information available.